Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was turned off. A field service engineer (fse) unplugged the pyxibus connections from all drawers to isolate the issue. The station powered on successfully, ruling out a power supply failure. The fse then reconnected the drawers one at a time and identified that the controller card for drawer 2.2 had failed. The faulty controller card was replaced, and the device was powered up. The drawer was tested using the hardware test application (hta), and the customer successfully inventoried medication in the drawer after rebooting to the application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.